Event description:
It was reported that this pacemaker system exhibited pacing inhibition on the right ventricular (rv) lead. The patient experienced greater than two seconds of asystole. It was noted that the patient was in a transcatheter aortic valve replacement (tavr) procedure, at the time of the pacing inhibition. This pacemaker system remains in service. No adverse patient effects were reported.